Event description:
It was reported that a request was made by the health care professional (hcp) for an estimated battery longevity update from technical services. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made by the health care professional (hcp) for an estimated battery longevity update from technical services. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis within 90 days. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.